Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 417 mg/dl at the time of incident. Customer treated with manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided in the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).